Event description:
Patient received skin burn on abdomen where valley lab grounding pad was placed during pulmonary vein ablation. Grounding pad was flat and well adhered to patient during entire procedure. The generator showed the total rf time was 158:03 min:sec. At 45 watts for an ablation procedure.